Event description:
A report was received that the patient was having pain at the pocket site as the ipg was too shallow. The patient underwent a revision procedure wherein the ipg was moved deeper. The patient was reportedly doing well postoperatively.